Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 167 mg/dl. Tandem's technical support attempted to obtain for troubleshooting. However, customer became upset and abruptly ended the call. No further information was obtained.